Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. The seal remained inside the loader. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up w/the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).